Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) review is not possible, as no manufacturing batch number has been provided by the complainant. Device not returned for evaluation.

Event description:
It was reported by the customer that "she feels like with dual lumen 4 french PICC line the stopper hole is too large and could be sucking in air during trouble shooting while placing a PICC. When flushing they see fluid leak out of the stopper." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event.

Event description:
It was reported by the customer that "she feels like with dual lumen 4 french PICC line the stopper hole is too large and could be sucking in air during trouble shooting while placing a PICC. When flushing they see fluid leak out of the stopper." No other information was provided.